Manufacturer narrative:
There was no death or device malfunction with the inappropriate defibrillation event. Device evaluation summary: electrode belt (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor (B)(4) has been completed.  The reported problem (treatment) was confirmed.  Upon evaluation the monitor passed incoming functionality testing.  A review of download data indicates that the monitor reset after delivering a treatment to the patient. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board.   Device manufacturer date monitor: 04/28/2014. Electrode belt: 08/07/2014. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use prior to shock delivery. The response buttons were pressed before and after the treatment. The response buttons functioned appropriately. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was af with rvr. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69%per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was reportedly conscious at the time of the event. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detection. The response buttons were pressed before and after the treatment. The response buttons functioned appropriately. The patient did not seek medical attention after the event and continues wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.